Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose for approximately 6 weeks despite bolusing through the infusion device and changing the infusion site, tubing, and insulin cartridge. The most recent event occurred on (B)(6) 2011. The patient's blood glucose measured 531 mg/dl and the patient bolused 8 units of insulin through the infusion device and one hour later, the patient's blood glucose measured 524 mg/dl. The patient believes e4 (occlusion) error should have been displayed. The patient changes the infusion site every 2 days and the infusion tubing every 4 days. The patient's normal blood glucose range is 100-120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.